Event description:
Information received by medtronic indicated that customer experienced an event of hyperglycemia as the insulin pump's charge is lasting less than expected and the customer is receiving replace battery now alert. Blood glucose was at 600 mg/dl. The patient also issue with the reservoir and the infusion set. The patient treated it with manual injections. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.